Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the power pcb assembly. Proper device operation was then confirmed through functional and performance testing. Following repair, the device was returned to the customer.

Event description:
It was reported to physio-control that the customer's device powered off three times when it was used to monitor a patient. The device had to be powered back on by the crew every time. There was no adverse patient outcome.